Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:the device was received for analysis. The unit has a missing pullback gear. The problem could be reproduced as indicated in the original complaint. A functional test could not be performed due to missing pullback gear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear. (B)(4).

Event description:
It was reported that the ilab motor drive unit (mdu) was unable to perform automatic pullback. It was found out that the plastic drive gear of the mdu was damaged. No patient involvement.